Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and the user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use. The follow-up mewatch report should indicate: physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and the flex cable assembly which connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use. Supplemental information: physio-control further evaluated the removed pcb assemblies and the flex cable assembly in the failure analysis center. The cause of the reported failure was determined to be that plug connector, designator p21 from the flex cable assembly, had compromised glue bond which attributed to the plug connector seperating from the cable. This led to the reported failure of the device not being able to boot up completely. The removed system controller and user interface pcb assemblies were also further evaluated and were found to not be malfunctioning in a way to lead to the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and the user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use.

Event description:
During a preventive maintenance inspection, the customer biomed found that it would not boot up completely. The device was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.